Manufacturer narrative:
The device was returned for evaluation. Visual examination was performed, and the following was observed: sheath shaft was returned separated from sheath housing hub. Curvature noted on sheath shaft. Strain relief and sheath shaft beneath strain relief are torn. Scratches on proximal strain relief, just distal to the tear. Liner partially expanded approximately 2 inches from strain relief. Stretching of the liner noted approximately 0.5 inches from strain relief and approximately 1 inch in length. The rest of the liner is unexpanded, and the tip is unopened. Adhesive present along the inner circumference of the sheath housing hub. Adhesive present along the inner circumference of the proximal strain relief. Due to the nature of the complaint, no functional or dimensional testing is able to be performed. The complaint was confirmed through visual evaluation. Due to the nature of the complaint, no functional or dimensional testing is able to be performed. The complaint was confirmed through visual evaluation. Imagery was provided for review. 3mensio provided by the site was reviewed, and the following was observed tortuosity present in the patients access vessels. The reported events were confirmed through evaluation of the returned device. Although review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance contributed to the complaint event, a potential manufacturing nonconformance was identified upon evaluation of the returned device. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Per the complaint description, during the procedure, the valve would not track through the sheath. An existing technical summary written by edwards lifesciences for frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per imagery evaluation, tortuosity was present in the patients access vessels. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100 percent in process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU training manual) as identified in the technical summary are still in place to mitigate this issue as such, available information suggests that patient (tortuosity) may have contributed to the reported event. The event description additionally states, the esheath plus came apart from the light blue portion and the hard plastic hub as the surgeon was advancing valve. Per evaluation of the returned device, the shaft was received separated from the sheath housing hub. Adhesive was present on both the housing comnut and the proximal end of the sheath shaft. The observed failure mode is similar to the previously identified failure in a product risk assessment, in which there was a failure of the compression fit between the sheath shaft and sheath housing. As identified in the product risk assessment, potential manufacturing issues may have contributed to the complaint event. During manufacturing of the sheath, if the trim length of the sheath shaft proximal flare is excessive and the interface between the proximal flare and the housing are inadequate, it could yield relatively lower tensile forces, making the shaft and housing susceptible toward separation. This would in turn lead to the inability to further advance the delivery system through the sheath. In response, a correct action preventative action investigation was previously initiated to update manufacturing procedures relating to the trimming of the shaft and assembly of the shaft housing components. As the complaint device was manufactured after implementation of corrective actions, an awareness communication was performed as a cautionary response. In addition, as resistance during delivery system advancement was noted and excessive device manipulation may have been applied, leading to the shaft to separate from the housing. As such, available information suggests that patient factors (tortuosity) may have contributed to resistance while procedural factors (excessive manipulation) in addition to the unconfirmed manufacturing factors may have contributed to the event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The device was returned for evaluation. The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 23mm sapien 3 ultra resilia valve in the aortic position. During the procedure, the valve would not track through the sheath. The esheath+ came apart from the light blue portion and the hard plastic hub as the surgeon was advancing valve. All devices (delivery system, valve, esheath) were removed from the patient as a unit. The surgeon cut the sheath to remove the valve on the back table. The valve was damaged when the sheath was cut on the back table. There was no patient injury. The device was returned for evaluation and the sheath shaft was returned separated from sheath hub.